Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, the cat6 became kinked while being advanced into a non-penumbra sheath. Therefore, the cat6 and sheath were removed, and the procedure was completed using a larger sheath and a new cat6. There was no report of an adverse effect to the patient.